Event description:
It was reported that the patient experienced symptoms of dizziness, fainting, and inability to climb stairs. The device reached elective replacement indicator (eri) and the pacing mode switched to vvi65. The patient complained that the device manual insufficiently informed physicians of the vvi65 pacing change, as their physician never did a device interrogation. The device was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date, expiration date, and PMA # cannot be determined. (B)(4).